Event description:
It was reported by a french hospital, that there is a leak at the red port. They removed the device, inserted a new one: no other issue. The patient is fine.

Manufacturer narrative:
(B)(4). The device will not be returned.